Manufacturer narrative:
Date sent: 02/10/2009. Pinion axle support, firing trigger teeth. Evaluation summary: the analysis showed that the scw45 device was received in good visual condition with a reload loaded in the device. The reload was received partially fired and with no damage to the reload lock out spring. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components; the firing trigger teeth and the left shroud pinion axle support were found damaged. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated causing an increase of the internal forces resulting in the components yielding. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed, and no anomalies were found during the mfg process.

Event description:
It was reported that the device was used during a vaginal hysterectomy. On the third firing with a white reload, white handle was closed, then the gray handle was closed, device was hard to fire. Eventually, the device broke. Another device was used to complete the case. There was no adverse consequence to the pt.